Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil out of place in iliac fossa near cecum/essure coil is outside right tube in right lower quadrant') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included varicella immunisation, cholelithiasis, irregular menstrual cycle, gastroesophageal reflux disease, acne, right lower quadrant pain and endometriosis. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia), omeprazole and tretinoin. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy: insertion date previously reported (B)(6) 2009 and current pfs (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: shows bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: right essure coil out of place in iliac fossa near cecum/essure coil is outside right tube in right lower quadrant. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil out of place in iliac fossa near cecum/essure coil is outside right tube in right lower quadrant') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included varicella immunisation, cholelithiasis, irregular menstrual cycle, gastroesophageal reflux disease, acne, right lower quadrant pain and endometriosis. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia), omeprazole and tretinoin. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy: insertion date previously reported (B)(6) 2009 and current pfs (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: shows bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: right essure coil out of place in iliac fossa near cecum/essure coil is outside right tube in right lower quadrant. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2022: mr received. Reporter information, patient middle name, medical history, lab data added. Event: medical device removal updated to event: right essure coil out of place in iliac fossa near cecum/essure coil is outside right tube in right lower quadrant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy: insertion date previously reported (B)(6) 2009 and current pfs (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received: case become serious incident, event injury nos replaced with medical device removal, essure removal date added. Patient address, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.